Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic's acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: the physician intended to use the visi pro stent to treat a lesion an unknown lesion in the peripheral vasculature. The stent would not advance through the lesion. The physician attempted to remove the stent but it dislodged and got stuck in the sheath. The sheath and stent were removed without issue. No further intervention was required. There is no reported injury to the patient.